Manufacturer narrative:
(B)(4). One forcefxc was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that, during a procedure when the generator was in use, a patient was burned with a fine retractor. The location and severity of the burn were not specified. The accessory used and the treatment required were also not provided by the facility. Questions were directed to the customer but no additional information was provided.